Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported hyperglycemic event has not been established. The investigation is currently ongoing and a follow-up report will be submitted when results are available. The twiist aid system user guide provides comprehensive instructions regarding system alarms, recommended corrective actions, and hyperglycemia prevention. The cgm high glucose alert is enabled by default (set to 250 mg/dl), and the user guide explains that only one cgm high glucose alert will be triggered per high glucose episode. Furthermore, the guide instructs users to maintain a backup insulin therapy plan at all times. The user remains ongoing on the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, at this time.

Event description:
An initial event notification was received by millyard advanced medical products, llc, on (B)(6) 2026. The user reported consuming a snack after dinner. While asleep, the user's blood glucose (bg) increased to 380 mg/dl. The user stated that the twiist automated insulin delivery (aid) system did not provide an audible alarm to alert them of the rising glucose values. The event progressed to diabetic ketoacidosis (dka); however, the user reported that they were not hospitalized. The user remains ongoing on the twiist automated insulin delivery system.

Manufacturer narrative:
Follow-up, submitted on 12-apr-2026: this supplemental report is being submitted to correct section b1 to include "product problem". In addition to the previously reported diabetic ketoacidosis, the user specified that the twiist automated insulin delivery system did not provide an audible alarm as their blood glucose rose to 380 mg/dl. The investigation of this event is ongoing.